Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of system log report was performed. Per the review, the following was confirmed: system serial #(B)(6), event date, console surgeon and procedure name/category.

Event description:
A patient who was enrolled in a study, underwent a da vinci-assisted pulmonary lobectomy and the next day, the patient experienced acute respiratory failure. The patient was admitted to the intensive care unit (ICU). The patient presented with poor inspiratory effort and secretion clearance, pain, and not tolerating continuous positive airway pressure (CPAP). The patient was put on high-flow nasal oxygen (hfno) with a goal for oxygen saturation levels greater than 88%. A chest drain was inserted on post-operative day 15 and removed 6 days later. The event is noted as still ongoing. There was no report of a da vinci device malfunction during the procedure. The investigator reported the event as moderate in severity, a clavien-dindo grade iiia, not related to a da vinci device but had a causal relationship to the procedure and a causal relationship to the patient's underlying disease condition of asthma and copd.